Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim or faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue could not be adequately investigated due to a cracked display screen. The pump powered on to a blank display with vibratory feature only. Pump casing was opened and the display screen was found to have cracked. Due to the damaged display screen, the remaining functional tests could not be completed. A clear and legible screen was restored when the damaged screen was replaced with a test screen. Unrelated to the display complaint, battery compartment crack was found along the side of the compartment and moisture intrusion was evidenced inside the compartment. A battery compartment leak was demonstrated in a leak test. The threads on the battery cap were found to be stripped and it was unable to secure properly onto the pump. Using a test cap, the pump powered on without auditory feature. Pump casing was open and a cracked solder join was found on the sound assembly. No evidence of moisture intrusion was found inside the pump.